Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported having used the gastrointestinal videoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Based on the data provided, no correlation has been observed between the device status and cause of contamination. In general, device damages (e.g., scratches, kinks, creases) could be a potential source of microorganisms, particularly when combined with poor reprocessing. The responses to the cds questionnaire are indicative of compliance with the IFU. After reprocessing by olympus, the hmi results were within the acceptance criteria. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h4, h6, h11.

Event description:
No new information received from the customer.